Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for structural valve deterioration was confirmed based on the provided medical report. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, patient had a medical history of hyperlipidemia. It is well known that patients with hyperlipidemia are predisposed to bioprosthetic heart valve calcification due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets and increased gradients as reported. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 3 years and 9 months was started on blood thinners for suspected clot on his valve based on the echocardiogram and the image of the leaflets on the valve from the CT. There was no intervention planned at the time of the initial report. A CT report showed darkened spots on the leaflets and the leaflets appeared thickened. Records indicated baseline gradients were severe, suggestive of degeneration and stenosis. Additional information was received that the patient will undergo a thv in thv procedure using a non-edwards valve after an implant duration of 3 years and 11 months.